Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported he was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2024 with reports of abdominal pain and cloudy pd fluid. A pd effluent culture was obtained. The patient was diagnosed with peritonitis and initiated antibiotic therapy. The patient was administered an initial dose of antibiotics with intraperitoneal (ip) vancomycin and gentamycin (dose, frequency, and duration not provided). The patient¿s white cell count was >3,000 and the polymorphonuclear cells were >50%. The antibiotics were adjusted after the initial dose and the gentamycin was discontinued. The culture resulted in negative growth after seven days. A repeat cell count on 13/nov/2024 resulted in 2400. On (B)(6) 2024, the patient experienced a seizure. The patient was not in active treatment at the time of the event. The patient was transported to the emergency room (ER) and administered anti-seizure medication. This was the first seizure event for this patient, and he did not experience any additional seizures after. The cause of the seizure remains unknown. The patient had completed two doses of vancomycin, so the physician did not believe it to be related to the antibiotic use. While at the emergency room, the patient had a white cell count obtained which resulted in 378. The patient has two doses of vancomycin remaining. The cause of the peritonitis was not determined. The patient did not report any cassette leak, or any disconnection during treatment. Additionally, the patient did not take any antibiotics prior to the culture being obtained. No additional information was available.

Event description:
It was reported he was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2024 with reports of abdominal pain and cloudy pd fluid. A pd effluent culture was obtained. The patient was diagnosed with peritonitis and initiated antibiotic therapy. The patient was administered an initial dose of antibiotics with intraperitoneal (ip) vancomycin and gentamycin (dose, frequency, and duration not provided). The patient¿s white cell count was >3,000 and the polymorphonuclear cells were >50%. The antibiotics were adjusted after the initial dose and the gentamycin was discontinued. The culture resulted in negative growth after seven days. A repeat cell count on (B)(6) 2024 resulted in 2400. On (B)(6) 2024, the patient experienced a seizure. The patient was not in active treatment at the time of the event. The patient was transported to the emergency room (ER) and administered anti-seizure medication. This was the first seizure event for this patient, and he did not experience any additional seizures after. The cause of the seizure remains unknown. The patient had completed two doses of vancomycin, so the physician did not believe it to be related to the antibiotic use. While at the ER, the patient had a white cell count obtained which resulted in 378. The patient has two doses of vancomycin remaining. The cause of the peritonitis was not determined. The patient did not report any cassette leak, or any disconnection during treatment. Additionally, the patient did not take any antibiotics prior to the culture being obtained. No additional information was available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler with liberty cycler set. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The culture resulted in no growth. In up to 20% of all peritonitis cases, no organism is identified. Although the cause of the peritonitis event was not determined, most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The patient¿s reported seizure did not occur during active treatment. The cause was not determined. Seizures are not uncommon in patients with chronic kidney disease (ckd), with an approximate incidence of roughly 10% and the recognition of potential etiology and management of seizures in this patient population may be challenging for clinicians. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation related to the seizure.